Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, serial/lot #: (B)(6) , ubd: 25-sep-2026, UDI#: (B)(4) updated: b5, h6 corrected: h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve evfxplus-29, the patient experienced hemodynamic instability and hypotension. The valve was deployed; however, the valve went into the left ventricle, and severe paravalvular leak (pvl) was identified. Subsequently, a second evolut valve was implanted successfully in a higher position. The pvl severity reduced to trace following the implant of the second valve. Additional information was received that during implant the left ventricular outflow tract (lvot) widened and the patient was hemody namically unstable, therefore the deployment was rushed which resulted in an unintended deep implant below the skirt level which caused the pvl.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 25-sep-2026, UDI#: (B)(4), other medical devices in use during the event include: product ID evfxplus-29 (serial: j306601); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve evfxplus-29, the patient experienced hemodynamic instability and hypotension. The valve was deployed; however, the valve went into the left ventricle, and severe paravalvular leak (pvl) was identified. Subsequently, a second evolut valve was implanted successfully in a higher position. The pvl severity reduced to trace following the implant of the second valve.